Event description:
It was reported that the ilet display developed a hairline crack, likely from an impact, resulting in a partially unresponsive touchscreen where the top half did not accept input while the screen still powered on. Symptoms included no injury and difficulty interacting with the device due to the impaired display. Outcomes included interruption to normal device use and the need for device replacement. Investigation included collection of device history and return logistics, with instructions provided to shut down the device and sync data prior to return. Investigation of this case revealed physical damage to the display assembly consistent with external impact, with functional impairment of the touchscreen but continued device power, aligning with a damaged screen component. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.